Event description:
The catheter was placed to the ij vein for ivh. When it was removed after 14 days, it was noted to be torn from the tip (3mm). The catheter tip remained in the pt & was removed via cut down procedure. No further problems noted.